Manufacturer narrative:
Covidien reference number: (B)(4). Covidien field service engineer inspected the device and the alleged malfunction could not be duplicated. The device passed all the required testing.

Event description:
It was reported, ventilators' touchscreen was unresponsive. No patient involvement at the time of the event.